Manufacturer narrative:
The reported field event of reset was confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found. The reset could not be reproduced in the laboratory; hence the root cause of the anomaly remains undetermined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to clinic after receiving vibratory alerts. Upon interrogation, the implantable cardioverter defibrillator was discovered to be in backup operation due to a power-on reset. The device was removed and replaced on (B)(6) 2019. The patient was stable post-procedure.